Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye. The implant date of the lens was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: implanted date: (B)(6) 2013. The patient's implant card provided the implant date, which was the same day the lens was explanted. Therefore, there was not a secondary procedure as the lens was removed and replaced during the same procedure and this report should not have been filed as a serious injury. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: conclusion: the intraocular lens was returned to the manufacturer, but without a returned goods authorization number. It was inadvertently discarded. We are unable to confirm the complaint. All pertinent information available to the manufacturer has been submitted.